Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0401 captures the reportable event of needle knife broken.

Event description:
It was reported to boston scientific corporation that a microknife xl was used in the ampulla during a sphincterotomy procedure. The exact procedure date was unknown. During the preparation outside the patient, the tip of the microknife xl broke. No further information has been obtained despite good faith efforts. The reported event may suggest that the needle knife broke. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable.